Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the maryland bipolar forceps instrument cable was broken. The procedure was completed with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not related to the customer reported complaint: the instrument was found to have a damage of the conductor wire¿s insulation. The conductor wire's insulation damaged was found nicked at bipolar yaw pulley. No exposed internal wire. There was no missing piece of insulation. The instrument passed electrical continuity test. The instrument was found to have thermal damage on bipolar yaw pulley. The unit passed electrical continuity test. The instrument was found to have scratch marks/abrasions on the face of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. The complaint regarding broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.